Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he experienced low blood glucose. Customer's blood glucose level on (B)(6) was 37 mg/dl; treated with glucose tablets and the night prior to calling it was 41 mg/dl; treated with food. The customer stated that he over delivered insulin. Current blood glucose value was 350 mg/dl. The drive support cap is normal. Last set change was on (B)(6) and customer was disconnected during the rewind/prime sequence. The customer mentioned he has passed out while driving due to his blood glucose level dropping very low. Troubleshooting was not completed because the customer had called the day before to report the insulin pump has damage at the battery compartment and the device was being replaced. The customer had discontinued the use of the insulin pump.